Event description:
Boston scientific received information that this patient¿s pacemaker was suspected to have exhibited loss of capture as the patient was experiencing periods of pre-syncope. Boston scientific technical services discussed troubleshooting options for storing such episodes in the logbook. For now, no changes have been made to the patient¿s system and it continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information concerning this event was unable to be retrieved from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.